Event description:
The initial reporter received questionable elecsys total psa immunoassay results from 1 patient on a cobas 6000 e601 module. On (B)(6) 2022, the initial total psa result was 0.23 ng/ml. The result was reported outside of the laboratory. The physician questioned the result and the sample was repeated. On (B)(6) 2022, the repeat total psa result was 26.56 ng/ml. The reagent lot is 614949 and the expiration date is 30-jun-2023.

Manufacturer narrative:
The alarm trace did not indicate an issue. The calibration data from 22-jul-2022 and the qc results from 20-sep-2022 do not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.